Manufacturer narrative:
(B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the right femoral artery. The eccentric, restenosed target lesion was located in the mildly calcified left anterior descending artery. A 6f 3.5 non-bsc guide catheter advanced into the lesion. After a 190cm non-bsc guide wire crossed the lesion, pre-dilation was performed using a 1.20mmx15mm emerge balloon catheter at 8 atmospheres. During withdrawal, it was noted that the shaft of the balloon catheter was broken. The physician only pulled out the proximal part of the balloon catheter; the distal shaft of the balloon catheter was left in the lumen of the guiding catheter. A non-bsc balloon was inserted to pass through the guiding catheter to reposition and trapped the emerge balloon. The devices were completely removed together from the patient's body. The procedure was completed with this device. No further patient complications were reported and the patient's status was stable.